Manufacturer narrative:
The device was received and extensively analyzed. In agreement with the complaint description, an initial incoming interrogation of the pacemaker was not feasible. Despite this observation, the therapy functionality of the device was available. In particular the pacemaker was stimulating in the rv at 60 ppm with 2.0 v and 0.4 ms. At a next step the pacemaker was re-initialized using a technical programmer, after which an interrogation of the device was properly feasible. The memory content of the pacemaker was inspected. The inspection revealed that the clinical observation resulted from an invalid memory content in an area affecting the communication. As a result the device could not be interrogated and a ram dump could not be performed. Please note that this observation did not affect the therapy functionality of the device. Subsequently the pacemaker was subjected to an electrical analysis and the ability of the device to deliver therapies was reviewed. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. Afterwards the pacemaker was monitored for several days using different temperature environments. No anomalies were observed. In particular the clinical event was not reproducible. No further invalid memory content was triggered. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed symptoms. The final acceptance test proved the device functions to be as specified. In summary, the analysis revealed that the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. Despite this observation the analysis showed that the therapy functionality of the device was not affected and, in particular, the device was fully functional after re-initialization.

Event description:
It was reported that approx. 7 years after the implantation the device could not be interrogated. The device was explanted.